Event description:
Additional info received from MFR on 10/07/1998: the products involved with this report carried catalog numbers iab-04840 and iab-04240-u. Two of the iab-04840 and one of the iab-04240-u were placed in the same patient between 7/09/98 and 7/15/98. Each occurrence was reported to arrow and was recortded as a complaint, which precipitated MDR's.the MDR numbers are 1219856-1998-00141, 1219856-1998-00144, and 1219856-1998-146. All three catheters have been returned to arrow. Co's evaluation of the iab-04840 catheters could not confirm any blockage to the central lumens. However, central lumen occlusion is a recognized potential occurrence with any iab catheter. The product labeling includes a precaution to the user in the event there is evidence of such. Hospital protocol for heparinization, flushing and blood draws are known contributing factors. The iab-04240-u returned was found to have a hole in the baldder as an apparent result of plaque abrasion during use. Balloon ruptures are recognized complication of intra-aortic balloon use, and usually occur in the presence of atherosclerosis. Co's product labeling addresses this potential and the action to be taken by the user. There have been no design changes or modifications to the device that have any relationship to the above desribed incidents.